Event description:
It was reported that the right ventricular (rv) lead encountered low impedance and oversensing, additionally under fluoroscopy an insulation break at the clavicle/rib intersection and a conductor wire fracture was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg), (B)(6) 2011. (B)(4).